Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up post procedure, the right atrial lead was found to be dislodged. It was observed under fluoroscopy that the lead was in the right ventricle. The lead was re-positioned on (B)(6) 2020 and the patient was stable after the procedure.